Event description:
It was reported that when using the bd pyxis medstation system, two patients orders were not crossing over to the system. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient list orders were not crossed over to the station. A technical support specialist checked the patient details, one patient showed as discharged and second patient no showable due to unable to locate the medical record number. A technical support specialist confirmed the issue has been fixed and agreed for case closure. The serial number and manufacturer date details kept blank since the given asset information found to be server. The system functioned as intended after the technical support specialist troubleshooted the device.